Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/22/2015 (B)(4).

Event description:
It was reported that the patient underwent hernia repair procedure approximately five years ago and mesh was implanted. The mesh has eroded into the small bowel. It was reported that the patient is scheduled for surgery to remove the mesh on (B)(6) 2015. Additional information has been requested.